Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving a pallet of dxi wash buffer ii that was leaking. Per the customer, the leak appears to be approximately 2 - 3 liters of wash buffer ii from the 10 liter cubetainer. There was no report of injury.

Manufacturer narrative:
The plastic cubetainer was requested via email to be returned to determine where the leakage occurred. No reply has been received to date. No root cause was determined for the leaking with the information supplied.